Event description:
It was reported that during a da vinci-assisted thymectomy procedure, the vessel sealer extend instrument had a cutting issue. It would seal well but could not cut after sealing. The procedure was completed with no reported injury. Intuitive surgical inc. Isi followed up with the customer to confirm that they inspected the jaws of the vessel sealer extend instrument and could not find the blade between them. The customer had to use another vessel sealer extend which functioned fine. The team did not find a blade in the patient.

Manufacturer narrative:
Based on the sealing and cutting issue reported by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. Isi did receive a da vinci product to perform failure analysis. The vessel sealer extend vse instrument was analyzed and found failure analysis investigations replicated and confirmed the customer reported complaint of sealing issues after cutting. Failure analysis found the primary failure of failed cut test to be related to the customer reported complaint. The vse instrument was found to have failed the cut test during in house testing. The vse instrument was placed and driven on an in-house system. The vse instrument failed the cut test and was unable to completely cut through the test sheet. The vse passed the knife slot test. No ceramic dots were missing. An additional observation not reported by the site that was related to the primary failure was also identified. After opening the housing, the vse instrument was found to be missing the knife cable guide. This failure caused the failed cut test of the instrument. The vse instrument was missing a screw that holds the knife cable guide in place. An inspection of the screw hole was missing screw threads. The knife cable guide and the screw were most likely never installed. The complaint regarding a cutting issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to manufacturing. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a piece was missing from a portion of the device that enters the patient distal end. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Is blank because the product is not implantable. Information for the blank fields is not available. Event terms and protocol are not applicable.